Event description:
The manufacturer sales representative reported that the device overheated while it was being tested at the user facility. There were no adverse consequences related to this event.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event. H3 other text : product not accessible for evaluation.

Event description:
The manufacturer sales representative reported that the device overheated while it was being tested at the user facility. There were no adverse consequences related to this event.